Event description:
Underwent a right carotid endartectomy. Carotid artery closed with 6-0 prolene. Three-single packaged sutures were used to close the vessel with a hemisheld patch. Two sutures broke after placement while tying and the needle came off a third suture while placing through vessel and patch. This required sutures to be tied end to end along one side of artery incision. Patient returned to surgery about 5 hours later with massive bleeding along the side with the knotted ends. The suture was intact along the opposite side.